Manufacturer narrative:
Failure analysis for fiber 0010-2400-616a-1221: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 73,144 joules of use and 12 minutes while using a surgical fiber during a prostate procedure (greenlight "turp"), the fiber tip was observed to be loose. The fiber was replaced and the procedure continued using a second fiber, which "burnt out" at 251,335 joules of use and 35:38 minutes. The procedure was completed using a third surgical fiber. There was no injury to patient reported. This report is for the first surgical fiber used.